Manufacturer narrative:
The explanted device has not been returned for evaluation and no additional information has been provided by the healthcare provider. Thus the root cause leading to this explant cannot be conclusively determined. There is no information to suggest a device malfunction or quality deficiency related to this event. Edwards will continue to review and monitor all events. Additional information will be reported if/when received.

Event description:
It was learned that a 23mm bioprosthetic aortic valve, implanted approximately ten (10) months, was explanted and replaced with another edwards pericardial valve. The reason for explant has not been provided despite multiple attempts with the healthcare provider.